Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that during testing calibration failed. No patient injury was reported.

Manufacturer narrative:
Device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing, and the battery door was cracked upon receipt. No error codes were found in the ehl (event history log). The customer reported issue was not duplicated during the investigation however, scratches were detected on the downstream occlusion sensor. Root cause of the reported issue is attributed to customer induced scratches on the downstream occlusion sensor. Recommended that the downstream occlusion sensor be replaced. Review the device history record DHR for job 4218095 which included the reported serial number was performed. There was no evidence of any issues during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.